Event description:
While transporting the patient down the hall, the CT tech said they went over a bump and the tubing popped off. It was not pulled on at all.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: set, administration, intravascular.

Event description:
While transporting the patient down the hall, the CT tech said they went over a bump and the tubing popped off. It was not pulled on at all.